Event description:
On s(B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began on (B)(6) 2014, at 11:16am. At unspecified times the patient reportedly obtained blood glucose readings of ¿131 and 218mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the product issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of shaking 15 minutes later; however, the patient denied receiving any form of medical intervention after the issue occurred. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.